Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, stating pump experiencing triggering issues. User had already changed it to semi-auto and tried pacer v/av and at the time of the call was in pressure trigger. The esp personel recommended he replace the ECG patches, moving them to the anterior chest and adding doppler gei and instructed user to go back to auto/ECG trigger once he had replaced the patches. Later user called for ECG triggering and unable to flush. The esp personel reviewed the troubleshooting options. No harm or injury reported.